Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that there were artifacts present on the viewing station of the imaging system with 3d images. The representative then performed calibrations on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. Following the calibration, additional artifacts were seen on the imaging system. Images were sent to the manufacturer and analysis of the images was conducted as a part of a software analysis. The analysis found that the new artifacts are normal cbct edge artifacts that occur at the ends of the volume due to improved 3d spatial weighting across the whole imaging volume. This is a normal function of the imaging system and is not a malfunction or deficiency in the system or software.

Event description:
A site representative reported that, while in a spinal fusion, circle like artifacts appeared on the viewing station of the imaging system when viewing a 3d image. The artifacts could be seen when navigating. Follow rad/gain calibrations, artifacts remained but would not interfere with the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.